Event description:
It was reported that during an implant procedure, it was noted there was no stimulation through the is-4 connector. The device was replaced. The patient was in stable post procedure.

Manufacturer narrative:
The reported field event of no output was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.